Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced on (B)(6) 2015 with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).